Event description:
It was reported that while in the cardiology dept, the intra-aortic balloon (iab) was prepped per instruction. The md inserted the super arrow-flex sheath via the femoralis. As the md was inserting the iab through the sheath, it became stuck and could not be moved forward. The md removed the sheath and iab as one unit and inserted another iab using the "normal pu sheath." There were no reported patient complications or injury.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional information becomes available.